Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "outcomes of bilateral shoulder arthroplasties: a comparison of bilateral total shoulder arthroplasties and bilateral reverse shoulder arthroplasties" written by ryan matthew cox, bs, tyler james brolin, md, eric michael padegimas, md, mark david lazarus, md, charles lonnie getz, md, matthew lee ramsey, md, gerald ross williams, jr., md, and joseph albert abboud, md published by clinics in orthopedic surgery accepted by publisher 25 february 2019 was reviewed. The article's purpose " to compare outcomes of patients who underwent bilateral total shoulder arthroplasties (tsas) for osteoarthritis (oa) versus bilateral reverse shoulder arthroplasties (rsas) for cuff tear arthropathy (cta)." Data was compiled from 26 patients who had bilateral tsas and 13 patients with bilateral rsas. The patients are listed in table 1 and it is noted that only patient no 9 and patient no 22 from the bilateral tsa group had depuy implants. Narrative description or the tables do not identify product brands utilized within the study with the exception of patient no 9 and patient no 22. Cement manufacturer is not identified. The article does not associate the listed adverse events to specific patients but only to the bilateral tsa group and therefore bilateral components are captured. Depuy implant: global steptech anchor peg glenoid (identified), humeral stem (assumed), humeral head (assumed) adverse events: 1)hematoma (treated by irrigation and debridement 6 weeks postoperatively) 2)acromioclavicular joint arthritis (required arthroscopic distal clavicle excision 2 years postoperatively - no further information provided) 3)clavicle fracture (treated with open reduction and internal fixation 3 years postoperatively - no further information provided).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.